Event description:
It was reported by a customer that during a procedure with the pt was on the table on (B)(6) 2011 error message code 171 (low power) was received from the laser sys. Per the customer, the laser was fired once when the error message code 171 was received. The laser was at 80 watts. The customer conferenced in with the company technical support who advised the customer to re-boot the laser sys and start at 90 watts instead of 80 watts. Per the customer, the laser would not fire. Per technical support, the procedure will not be able to be completed with this laser sys. The case was aborted. No pt injury was reported.